Event description:
It was reported that the patient's left ventricular (lv) lead was reprogrammed due to high thresholds. Additionally, the implantable cardioverter defibrillator (ICD) was explanted and replaced due to premature battery depletion. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: d334trg ICD implanted: 2011-(B)(6); 6947-65 lead implanted: 2003-(B)(6). (B)(4).